Manufacturer narrative:
Evaluation tests or methods used to duplicate/replicate the reported problems: customer comments were verified during flow test. Reported problem duplicated/replicated: yes what caused the reported (primary) problem: the nut for the carriage was loose on the position pot tab. Who caused the reported problem: looks to have happened from normal use. The pump is over 8 years old. Actions/repairs done to correct the reported (primary) problem: tightened carriage nut down to factory spec .002". Also replaced clutch half's left and right with leadscrew and spring as a preventative measure. This issue was caused by normal wear. The customer is responsible for routine/periodic preventive maintenance, device adjustment, and device calibration.

Event description:
It was reported that a medfusion¿medfusion® 3500 syringe pump clutch did not latch. No patient injury reported.